Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient¿s cgm was reading 92 mg/dl and then dropped to 72 mg/dl. No bg meter comparison was done at this time. The patient was diaphoretic and became unresponsive for approximately 30 minutes. At some point, the patient¿s wife treated the patient with 3 glucose tablets and chocolate milk. It is unclear when the patient regained consciousness. Approximately 45 minutes later, the patient¿s cgm was reading 144 mg/dl and the bg meter reading was 128 mg/dl. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator for the time the patient was unresponsive. The reported glucose values post treatment fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.